Event description:
The fe reported the cpu did not allow the system to boot. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation, the cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.